Manufacturer narrative:
(B)(4). The incident device was returned, evaluated and found to function within specification. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily.

Event description:
The customer reported that there was bleeding from a 5-6mm vessel after the user cut the vessel even though an end tone, signifying a completed seal-cycle, was heard. The bleeding came from the distal end of the seal. The forcetriad was at 2 bars. There was also bleeding from other vessels during the procedure. The case was finished using other ligation methods.